Manufacturer narrative:
Updated: d4 lot number, d4 expiration date, h4 device manufacture date.

Event description:
It was reported a closure device shifted and a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. No leaks were noted at the time of implant. At the 45 day follow up visit, a transesophageal echocardiogram (tee) revealed a 3-4mm leak past the device and into the laa. The patient was brought in to have a non-boston scientific plug implanted to close the leak. The intervention was successful in mitigating the leak around the closure device. There were no patient complications.

Event description:
It was reported a closure device shifted and a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. No leaks were noted at the time of implant. At the 45 day follow up visit, a transesophageal echocardiogram (tee) revealed a 3-4mm leak past the device and into the laa. The patient was brought in to have a non-boston scientific plug implanted to close the leak. The intervention was successful in mitigating the leak around the closure device. There were no patient complications.